Manufacturer narrative:
The pushwire and the pipeline were returned for evaluation. The pushwire was broken into two segments and cross-sectional analysis of the break points indicated that the failure of the pushwire occurred due to fatigue and torsional overload.(B)(4).

Event description:
Treatment of a giant cav (cavernous) cerebral aneurysm measuring 24mm. During positioning of the pipeline in front of the aneurysm neck, it was reported that the pushwire broke and the entire system was removed from the patient.no injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation.(B)(4).